Manufacturer narrative:
B2: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41622. This occurred during testing, no patient involvement.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: one device was returned for repair with complaint of error code 41622. No service history found. Found error code 41622 in event log. Visual/functional testing was performed. The downstream occlusion seal had delaminated. Found error code 41622. Reset error. Cleaned the motor rotation sensor. Replaced the downstream occlusion (dso) seal. Device passed all testing criteria post repair.